Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During destructive testing, it was identified that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the devices ability to rotate, leading to a device stall. The returned rotawire was kinked and could not be reinserted into the returned rotapro device, and the turbine was corroded, causing a device stall by inhibiting the rotation of the advancer. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the wire the 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and a rotawire drive were selected for use. During withdrawal, it was noted that the stall lamp was turned on and did not rotate during dynaglide mode. It was also noted that the burr became stuck with the wire infront of the non-boston scientific guide catheter. The procedure was completed using this device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro was selected for use. During withdrawal, it was noted that the stall lamp was turned on and did not rotate during dynaglide mode. It was also noted that the burr became stuck with the wire infront of the non-boston scientific guide catheter. The procedure was completed using this device. No patient complications were reported.